Event description:
It was reported that fluoroscopy was performed and externalized conductors were suspected on the lead. No electrical anomalies were seen on the lead. The lead remains implanted. The patient will continue to be monitored.